Manufacturer narrative:
(B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. A f/u report will be submitted, however, the device in question has not been returned for evaluation. An investigation analysis will be completed ((B)(6)).

Event description:
Catheter had several holes in the path of the epicutaneous line removed after 3 days when holes were noticed. Patient did not require any intervention.